Manufacturer narrative:
Block b3: approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a cold snare device was used for polyps during a polypectomy procedure performed on an unknown date. During the procedure, the snare loop would not exit the catheter sufficiently, and it was noted that the snare was not sharp enough. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 (describe event or problem) and block e1 (initial reporter city) have been updated based on the additional information received on may 13 and may 23, 2025. Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a cold snare device was used for polyps during a polypectomy procedure performed on an unknown date. During the procedure, the snare loop would not exit the catheter sufficiently, and it was noted that the snare was not sharp enough. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. Additional information received on may 13, 2025 it was confirmed that the anatomical location was in the colon.